Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products: d354trg implantable cardioverter defibrillator; 694765 implantable tachy lead, implanted; (B)(6) 2009; 4574 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during a surgical intervention, the patient received a shock due to oversensing external interference from an electrical scalpel. A few days later during an interrogation, loss of wireless telemetry was noted between the device and programmer. There was not issue noted with telemetry at a subsequent visit. Additionally, it was noted that the patient's left ventricular lead had high thresholds. The right ventricular lead, device, and left ventricular lead all remain in use. No further patient complications have been reported as a result of this event.